Event description:
About 5 years post implantation, I started getting more and more ill. I was diagnosed with chronic migraines that became debilitating and left my job to stay home. They kept getting worse and more frequent and then vertigo was added to the mix that make it impossible to drive or function at times. My husband has to drive the multiple times to the drs office since I couldn't stand or see straight with how bad the vertigo got. Raynauds was next to be added to my list. Following that, sjogren's syndrome. (B)(6) of 2018 my watch started alerting me that my heart rate was dropping severly low and high randomly all throughout the day. I didn't pay too much attention until I noticed it consistently happening more and becoming more severe. I go between 33bpm and 200bpm while doing no activity. I fluctuate that much within a minute all day long and all night while I sleep. I am seeing a cardiologist for pots and vascular issues due to blood pooling and loss of blood to certain areas of the body. I also black out when standing up. Then in (B)(6) of 2018 I became allergic to basically everything. I was unable to eat, drink or shower without being covered in hives, swelling and flushing over 90% of my body. I was struggling to swallow and breath. I finally was able to find a dr who diagnosed me with severe mast cell activation disorder. I am still unable to eat most food, unable to be in heat or sun, unable to take hot showers or baths, unable to be too warm, unable to drink hot liquids and unable to be too active. I have lost 20 pounds due to the inability to eat and am becoming consistently more malnourished. In 2018 I found a mass that was quite painful on my right breast. In the midst of all the other health issues, I went in and had significant imaging done. The mass seemed to be attached to my implant in a way, so we scheduled a lumpectomy and explant. There were other masses found that were high in cytokines and then the largest one was found to be my implant folding in half and bulging in out towards my skin. Post explant I am still struggling with the same issues and hopeful that to recover but the medical debt, stress, medications and loss of ability to function normally has greatly impacted my last 5 years of life and going forward could last forever. Tested for cancer, found high levels of cytokines. FDA safety report ID # (B)(4).